Event description:
The customer contact reported that the tubing set generated a check cassette alarm. The tubing set was being used to deliver an unspecified medication via a symbiq pump. After an unspecified length of time, it was reported that the pump alarmed for check cassette. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.